Event description:
It was reported to philips that a warning message at startup indicated power supply unit failure on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply assy larc xper, restoring the system to operational use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).